Event description:
It was reported that a catheter twist occurred. The occluded target lesion was located in the anterior tibial (at) artery. The opti cross 18 imaging catheter was selected for ultrasound examination of the target lesion. The device had no problem at the beginning of the procedure. However, when they got into the proximal at, the catheter seemed to have twisted itself onto the wire. The device was removed. The procedure was completed with another of the same device. No patient complications were reported.